Event description:
User reported 6 false positive results. This report 2 of 6. Negative pcr follow-up tests.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of initial report, follow-up report will be provided upon completion. Date of event is approximate. Relates to: 3014862188-2022-00360 c6782, 3014862188-2022-00362 c6784, 3014862188-2022-00363 c6785, 3014862188-2022-00364 c6786, 3014862188-2022-00365 c6787.

Event description:
User reported 6 false positive results. This report 2 of 6. Negative pcr follow-up tests.

Manufacturer narrative:
Section b2 has been deselected after being inadvertently selected in initial report.